Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message, locked, and the display was in english during the surgery,. The case was aborted and completed three (3) days later with another system. There was no patient harm reported.

Manufacturer narrative:
The system was examined and the reported event was replicated. The hard drive was reseated to resolve the reported issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 27, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to two nonconforming hard drive. However, how or when they became nonconforming cannot be determined conclusively. (B)(4).